Event description:
It was reported that during interrogation of an implantable device using the mobile programmer application, a tone occurred. It was noted that support was sought in assessing the emitted tone; however, upon returning to continue the session, a message was displayed within the application indicating that the session could not be resumed and to disconnect wireless fidelity (wi-fi) or move the patient connector over the implantable device. It was further noted that the patient connector was positioned over the implantable device and that wi-fi was turned off, however the session could not be resumed or ended. Troubleshooting steps were taken to include placing a magnet over the implantable device while rebooting the host tablet. After this re-interrogation was successful. No patient complications have been reported as a result of this event. Application version: 4.5.2.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.